Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
During a coil embolization of the top of the (ic) internal carotid artery, the orbit complex fill 8x24 coil (637cf0824) could not be detached by the dcs syringe (unknown catalog/lot number). Detachment of the coil was attempted by three other new syringes, but the coil could not be detached. Finally, the coil was removed with the microcatheter as a unit and changed to other new coil. The other coil could be detached successfully by the syringe. The procedure was completed successfully without any adverse event. The vessel was not calcified and tortuous. There were no issues with the unknown microcatheter. After the event, the syringes were able to be use with other products, since the syringes were not damaged. Prior to the failure to detached, the syringes were not taking past the green zone, position 3, and the red zone was not exceeded. A dedicated saline source was utilized to fill the syringes, and no damages were noticed on syringes. A constant and dedicated saline source was utilized at all time through the microcatheter, and the microcatheter was flush after each coil was removed. After removal, no other damages were noticed on the delivery systems or coil, and the coil remained attached to the delivery system. No further information was available.

Manufacturer narrative:
The coil 8x24 trufill dcs complex fill coil (B)(4) could not be detached. After multiple attempts using three different syringes, the coil was removed with the microcatheter as a unit with the coil attached to the delivery system. The syringes had not exceeded the green detachment zone, position 3 prior to the event. It is not known if the alternative detachment method, as directed in the instructions for use, was attempted. There were no damages noted on the syringes and other coils could be successfully detached using the same syringes. The procedure was completed successfully without any adverse event. The procedure was a coil embolization of the terminal internal carotid artery. The vessel was not calcified or tortuous. A dedicated source of saline was used to fill the syringes. The orbit system is not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13471487 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements. Based on the available information and without the return of the product for analysis no conclusion can be made regarding the reported inability to detach the orbit coil. There are no identified manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13471487 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No issues were noted that were considered potentially related to the reported complaint. No non-conformance or excursions were issued for this lot 13471487. Coil assy lots 14078900 and 14037653 were reviewed. It was observed during review of these lots no nonconformances were generated and no other incidents were noted that could be potentially related to the complaint reported. No other issues were noted that were considered potentially related to the nonconformances. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection. Preventive maintenance records for coil loading was reviewed, and it was found that the preventive maintenance was executed during the established time period. The lot involved in the complaint was manufactured within the preventive maintenance dates. Additional information will be submitted within 30 days of receipt.